Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that they state that there was a leak in the alaris tubing.

Manufacturer narrative:
Two photos were taken by the customer do no verify the leakage but do show signs of tubing deformation. A quality notification was sent to the manufacturer. From the manufacturer's investigation, without the sample it is not possible to identified a definitive root cause. From the photos, it is not possible to identify if there is a gap, cut or damage due to excess solvent. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.